Event description:
It was reported that, this right ventricular (rv) lead exhibited shock lead impedances out of range. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, calcification is the main suspected cause for the out of range shock lead impedances. The field representative increased the out of range limit. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited shock lead impedances out of range. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.